Event description:
It was reported that during a tubular stomach procedure staples malformed, causing bleeding at the anastomosis site. The operating room time was extended by one hour and a blood transfusion was administered. The procedure was completed with sutures.